Event description:
Port implanted two years ago. Used for infusion of desferrioxamine therapy. Pt receives drug via pump and port for seven day infusion then off for seven days. Under continuous treatment since port implantation. Recently nurse attempted to access port. Blood return noted. On injection of saline there was an area above the port that became fluid filled and patient reported a "stinging." Re-accessed port again with same result. Physician ordered angiography exam. This exam indicated initially that a small amount of contrast injected flowed around the port site. The port was then accessed again with 10ml isovue-200 and the contrast flowed freely through the tip. Port was shown to be patent. Two weeks later, nurse attempted to access the port with success. Drug began pump infusion. On the next day, the patient returned stating the port leaked during the night and she had "blood on her pajamas." The pump was stopped, port de-accessed and arrangements made for patient to see a surgeon. The port was explanted two weeks after the last access attempt. Physical appearance shows the diaphragm had separated from the housing. This has been reported to the manufacturer.